Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius that the patient was hospitalized for an infection in their stomach. Additional information was obtained during follow-up from the patient's pd nurse. The patient was experiencing symptoms of abdominal pain and hospitalized on (B)(6) 2023. A pd culture was obtained (in the hospital) the results of which were not available. Regardless, the patient was diagnosed with peritonitis. The patient was treated with antibiotic therapy (details unknown) and reportedly recovered from the event. On (B)(6) 2023, the patient was discharged from the hospital and is continuing pd with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse stated the peritonitis attributed to a breach in aseptic technique caused by the patient.